Manufacturer narrative:
The insulin pump got a button error alarm due to corroded keypad traces. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window, missing end cap sticker and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 158 mg/dl at the time of incident. The customer stated that the button error did not occur right after being exposed to moisture. The insulin pump will be returned for analysis.